Manufacturer narrative:
Intuitive surgical, inc. (Isi) followed up with the site and obtained the following additional information: at the start of the surgery, the erbe equipment had a fault with the patient return plate. The customer contacted support through the distributor, who attended to the issue promptly, but were unable to solve the problem immediately. After two days, the customer received a new piece of equipment to replace it, and it was released for use and has been working faultlessly to date. Isi has not yet received a da vinci product involved with this complaint to perform failure analysis.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the integrated electrosurgical unit (iesu) to resolve the issue. The system was tested and verified as ready for use. Isi did not yet receive a da vinci product involved with this complaint to perform failure analysis. The complaint was confirmed based on the field evaluation.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the erbe had error m-02. The customer was guided to check power outlet and to restart the erbe, but it didn¿t work. Then the technical support engineer (tse) requested the customer set up external energy device. The procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product involved with this complaint to perform failure analysis. The erbe generator was analyzed but the reported failure "m-02" on erbe could not be reproduced. Logs showed "25913 m-02" errors on (B)(6) 2025. Upon visual inspection, the front grey panel has scratches and nicks. The unit was installed onto a golden system and functioned as expected. The complaint was confirmed based on the field evaluation but not replicated by failure analysis. The probable root cause of error m-02 is attributed to a module timeout error caused by an electrical component failure within the erbe generator and it can be resolved by replacing the erbe generator.

Event description:
Refer to h11 for follow-up information.